Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in six months after implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6).